Event description:
A caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose level to exceed 500 mg/dl, reaching over 400 mg/dl. The customer addressed the high blood glucose issue by administering a correction injection via multiple daily injections (mdi) and did not require assistance from any third party. The cartridge alarm was confirmed, but since the alarm happened in the past and is not currently occurring, no further troubleshooting was conducted.